Event description:
"A tru-cut needle was being used for liver biopsy. The needle was placed in the liver and fired, but went deeper than expected. Upon inspection it was discovered that there was no catching system on the 2 parts of the needle. The needle also came apart into 2 pieces after the doctor pulled out the inner portion. When the underside of the patient's liver was inspected, it was discovered that, in addition to the biopsy site, she had received a second stab wound in another portion of the liver. Bleeding was controlled with electrocautery. In a conversation with the customer, she indicated that the product did not come apart, but that the one part was "turned backward" as if it had been assembled incorrectly. She said the part of the handle that is attached to the inner needle (stylet) was turned backward, so there was no `catch' mechanism to stop it from continuing to slide.